Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty with the implantable pulse generator (ipg) communicating with the remote control and clinician programmer. Multiple recharging attempts did not resolve the communication issue. Therefore, the patient underwent a revision procedure to replace the ipg. Bipolar electrocautery was used during the revision procedure. Postoperatively, the same remote control was successfully able to establish a connection with the newly implanted ipg and demonstrated full functionality. The patient was discharged home and in good condition.

Manufacturer narrative:
Block a2: exact date of birth is unknown, approximately 1960. Block d2b: additional pro code selection that applies to the indication of this device <nhl>. The ipg was not returned for analysis; therefore, a technical analysis could not be performed. However, it was confirmed the ipg met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the event. A risk review was completed and confirmed that the event of difficult to communicate rc/hhp to ipg was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint boston scientific concluded that the probable cause of the event was unable to be established.